Event description:
The manufacturer received information alleging a ventilator's flow delivery was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's proximal pressure port of the exhalation porting block was found to be clogged by a foreign substance, and was cleaned to address the issue.